Manufacturer narrative:
Please disregard the previously submitted medwatch where it referenced a recall in block h9. Additional consideration has determined that the recall is not applicable for this reported complaint.

Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts for part return were unsuccessful therefore no evaluation could be done. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit was turned on for approximately 20 minutes and the calibration button was gray. The unit was rebooted and after 15 minutes was able to be calibrated. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.